Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set's tubing became had detached from the plastic tubing near the site. Further, the site location was at patient's upper buttocks and the pump was located at the same side in relation to the site. Moreover, the infusion had been in use for less than a day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.